Event description:
It was reported the device failed to capture during use. The device was confirmed to be in correct placement using echo guided imagery. Original electrodes removed. New electrodes placed and insert rhythm captured. The pt needed electrodes to treat an arrhythmia. No pt injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.